Event description:
Livanova deutschland received a report related to a scpc down during procedure. No further information is available at the moment. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scpc. The incident occurred in (B)(6), texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.